Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died. The customer¿s blood glucose level was 176 mg/dl. The insulin pump was not bumped, dropped or exposed to moisture. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display returned back. The insulin pump¿s display returned with a failed battery test alert then shut back off. Advised customer if not aligned or tightened the insulin pump may alarm failed battery test. Customer did not receive failed battery test. Customer received a weak battery alert then the insulin pump shut back off. Customer was able to successfully clear the alarm. The insulin pump will not be returned for analysis.